Manufacturer narrative:
Other applicable components are: product ID: 37712, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2017, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2017-12-12: (B)(6). Information was received from a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient¿s device was replaced due to normal battery depletion. Prior to replacement the rep reported the patient had one contact, six showing high impedances. It was reported that they programmed the patient¿s settings and had increased the ma on the tablet fine, but they confirmed that they had missed the alerts on the bottom of their tablet. They reported that the patient attempted to increase their setting and they saw the error message ¿setting not available¿ and could not increase their intensity. The rep reported that the patient was using a1: contact 0,1,2,3,5,6,7,8,9, and 14 at 340 pw/40hz a2: contact 11,12,13 and 6 at 340 pw/40 hz electrode impedance showed: good: 0-7,9,11 and 12 avoid: 8,10,13,14 and 15 do not use: 8, 10, 13, 14 and 15 it was suggested that the rep add a cathode and remove 8, 13 and 14. The rep indicated that they were now able to increase on a1, but will need to reprogram a2. The event date of the high impedances on contact 6 was asked but unknown. The oor/¿settings not available¿ message was seen on 2017-12-12. No further complications were reported/anticipated.